Manufacturer narrative:
Evaluation results: (root cause undetermined). Inherent risk of procedure (occlusion). No results available since no evaluation performed (device or procedural images were not returned for review). Evaluation conclusions: (root cause undetermined). Inherent risk of procedure (occlusion). Unable to confirm complaint (device or procedural images were not returned for review). (B)(4).

Event description:
It is reported that the physician deployed a resolute integrity 2.50 x 14 mm drug eluting stent successfully in a rca lesion with 99% stenosis. There were no previous stents in the rca vessel. The stent was post-dilated with a non-medtronic balloon twice and appeared to be well opposed. After 20 mins however, there appeared to be tissue inside the stent, the physician described this as "plaque prolapse." Another unknown balloon was used but the tissue appeared again after this dilatation. Nitro was administered with no resolution occurring so the physician placed a non-medtronic stent inside the resolute stent. Patient was discharged with no additional complications or adverse events.